Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was not evident to the stent. No deformation was evident to the distal tip. Device was returned with sheath and stylette attached. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was intended to use the stent in an lad lesion. Lesion exhibited severe tortuosity, severe calcification and 100% stenosis. No damage was noted to the packaging of the resolute integrity stent. No issues were noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was preformed with no issues noted. The lesion had been pre-dilated. Resistance was encountered when advancing the device, excessive force was used. It was reported that the stent could not pass through the lesion and stent deformation was noted. It was replaced with a non-mdt device. It was assessed by the initial reporter that the event was due to use of the device in a difficult lesion and was not device related. No injury reported.